Event description:
The pt reportedly experienced loss of lock between the external equipment and the internal cochlear implant. The external equipment was exchanged, however this did not resolve the issue. Revision surgery will be scheduled.